Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed as planned by restarting the procedure. A philips field service engineer (fse) examined the system onsite and confirmed that the system had no power. Upon troubleshooting fse found that due to a defect in the hospital power glitch, the system had no power. To resolve the issue, fse performed a resetting system down to the wall breaker then ran the system and monitored the system. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the allura device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully.the issue was found during clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.